Event description:
It was reported that a spectrum iq infusion pump failed flow and volume accuracy tests. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of failed flow and volume tests was not reproduced. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.